Event description:
I had lasik done on both eyes on (B)(6) 2019, at (B)(6) specialists in (B)(6), by dr. (B)(6). The facility did a hard sell on a monovision lasik correction procedure for my right eye promising that it would help me retain my near vision for a longer period of time. (My near vision was good prior to the surgery). I knew something was wrong the day of the surgery. Once the sedation wore off that evening, I was aware that my right eye was unbearably painful and gritty. (My left eye was also gritty, but not painful). I had been given numbing drops for use on day one, but was told I could only use them a finite and limited number of times or they could hinder healing. The numbing effect of the drops lasted approximately 15-minutes each time they were applied. I ended up using the drops the maximum number of allowable times and finally went to bed and back to sleep to escape the painful sensation. I had a follow-up appointment the next morning. I told dr. (B)(6) about the "scorched" feeling in my right eye and that it was still painful. I was assured that the pain would cease in time. Let me add that during my consultation prior to the surgery, I told dr. (B)(6) that I had previously had problems with my eyes due to allergies when I lived in (B)(6) and punctal plugs had been suggested at that time. I declined them, because I was moving to (B)(6) soon. I also mentioned to the doctor that according to a (B)(6) genetic test, I was genetically predisposed to macular degeneration. I was also assured that this was not an issue. I repeatedly complained of blurry vision at the multitude of appointments I had with dr. (B)(6) or one of the other physicians at the facility. I was also eventually diagnosed with dry eyes 3-weeks after the procedure and a punctal plug inserted into the bottom tear duct of my right eye. I was given a prescription to fill for restasis. When I went to fill it, the cost was extremely high - more than (B)(6) for a 30-month supply and my insurance did not cover it. I could not afford this. At this time I was complaining of sharp pain in the right eye and an oily quality to my, still blurry, vision. It was also around this timeframe that I became aware that my night vision was now bad. I had to drive three hours home in the rain from another city - and it was terrifying as I could not see well at all. The monovision procedure was a failure. My near vision is completely gone. I have to use a 10x magnifying mirror to see my face clearly to do basic hygiene and grooming tasks or to apply make-up. Dr. (B)(6) admitted months later that from my outcome in my right eye, my vision had been corrected for distance vision instead of the target of near vision. I also learned in (B)(6) 2020 during a consult with a different ophthalmologist, that the blurry vision in my left eye was not caused my an undercorrection during lasik. Rather, it was caused by an overcorrection. Dr. (B)(6) never mentioned in more than a year follow-up appointments that the left eye had been overcorrected and had let me believe it was under corrected. Another complication in my right eye was the development of painful epithelial ingrowth a few months after the monovision procedure. Dr. (B)(6) performed one epidebridement in (B)(6) 2019 and another in (B)(6) 2019 when it reoccurred. This resulted in an unbearable light sensitivity. In (B)(6) 2020, I experienced a posterior vitreous detachment (pvd) in the right eye as well, which these doctors are blaming on age. I was (B)(6) when the pvd occurred and the first doctor I saw said that usually does not occur until people are in their 60s. I am not at risk for a retinal detachment as well and live each day in fear of this occurring, as it can lead to permanent blindness or loss of the eye in the worst cases. Now I have blurry vision and my once healthy eyes are damaged and unhealthy. I also feel I will have to travel out of town for treatment with a doctor who doesn't know my lasik surgeon. Now have epithelial ingrowth and posterior vitreous detachment in right eye. FDA safety report ID# (B)(4).